Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Per tm - the unit made a weird wavy distortion on the bottom of the screen that happened mid insertion. It cleared up when it was turned off an turn on again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the image is distorted was unconfirmed. The sr9 is susceptible to electromagnetic interference. There is no root cause as the issue could not be reproduced.

Event description:
Per tm, the unit made a weird wavy distortion on the bottom of the screen that happened mid insertion. It cleared up when it was turned off an turn on again.